Event description:
New information noted that oversensing was discovered via remote transmission. Patient would be seen in clinic for programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had myopotential inhibition. No intervention was performed. Patient was stable throughout the event.